Event description:
It was reported during the implant attempt, there was high impedance and "it appeared that helix wasn't fully extended". The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, distal conductor fracture (overstress), lead stretched, lead damaged at implant, inner insulation kinked/buckled, and blood was noted on distal conductor (not obstructed); the analyst noted that the helix will not extend at this time due to the distortion and fracture of the distal conductor within the connector; full lead returned and analyzed.